Event description:
Information was received from a patient (pt) regarding an external device . The reason for call was the pt reported their recharging antenna (rtm) was not operating properly. Pt explained saturday the antenna got really hot while searching for the neurostimulator battery (ins) & then caused the controller (ptm) to shut off. Pt stated they were only able to get the ins battery charged to around 30% before the rtm got hot & now the ins is almost dead. Pt inquired if agent thought the recharging belt would be helpful adding their mdt rep advised them not to use it. Pt indicated they did try to use the belt yesterday but it broke. Pt commented that the original therapy settings for level a did not do any good. Pt implied this was programmed by someone other than their rep, but she then adjusted settings that has worked really well. Pt added they had three program options available. Pt said they still take narcos but not as high as before. Pt added the scs procedure was the hardest where they had to call an ambulance two nights in a row due to pain being so bad.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Product ID: m943899a, serial#: unknown, product type: accessory section d information references the main component of the system. Other relevant device(s) are: serial/lot #: (B)(6), UDI#: (B)(4), h3. Analysis was performed on analysis found that there were bite marks on the donut. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.